Event description:
During the device evaluation, a foreign material was found in the colonovideoscope's nozzle. There was no patient involved.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the completed investigation, chemical analysis of the foreign material found inside the nozzle indicated that the material was silicone rubber. Silicone rubber is used in packing for various medical devices and equipment, such as packing for air and water supply valve, packing for water supply tank nozzle, and attachment parts for injection tube. It is likely that pieces of silicone rubber may have become mixed into the channel due to breakage, deterioration, or falling off of these packing. Since endoscopes are used repeatedly through reprocessing, the root cause of the foreign material mixing in the device could not be specified. The event is detectable/preventable by handling the product in accordance with the following IFU: pcf-h290zi IFU operation manual ¿chapter 3 preparation and inspection _3.3 inspection of the endoscope_3.8 inspection of the endoscopic system¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.